Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration/migration of essure device/ migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included narcolepsy since 2016 and stroke since 2006. Concomitant products included acetylsalicylic acid (aspirin), fluoxetine hydrochloride (prozac), medroxyprogesterone (depo provera), naproxen sodium (aleve), nsaid's, obetrol (adderall), paracetamol (acetaminophen) and topiramate (topamax). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2010, the patient experienced anxiety ("anxious/ mental anguish") and depression ("depressed/ depression"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), the second episode of hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (underwent a hysterectomy with salpingectomies,oophorectomy (one side removal of intercourse),d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had not resolved, the genital haemorrhage had resolved and the menstrual disorder, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, the last episode of hypersensitivity, dyspareunia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea and nausea outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateralocclusion (right tube occluded); on (B)(6) 2011: essure device was successfully occluded; on an unknown date: migration of the right essure device most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Event added: dysmenorrhea (cramping), nausea. Pt was updated for the event migration of essure device location of device. Concomitant conditions and drugs were added. Event outcome was updated for the event: heavy bleeding. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device/ migration of essure device location of device: uterus') in a 41-year-old female patient who had essure (batch no. 651391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included narcolepsy since 2016 and stroke since 2006. Concomitant products included acetylsalicylic acid (aspirin low), amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), esomeprazole from (B)(6) 2015 to (B)(6) 2015, fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), naproxen sodium (aleve), nsaids, paracetamol (acetaminophen), topiramate (topamax) and tramadol from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 14 days before insertion of essure. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("anxious/ mental anguish") and depression ("depressed/ depression"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), the first episode of hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), the second episode of hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection (vaginal)"), psychological trauma ("psych injury"), device dislocation ("migration"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (underwent a hysterectomy with salpingectomies, oophorectomy (one side removal of intercourse),d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had not resolved, the genital haemorrhage had resolved and the menstrual disorder, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, the last episode of hypersensitivity, dyspareunia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, nausea, psychological trauma, device dislocation, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: migration of the right essure device; on (B)(6) 2010: results: unilateralocclusion (right tube occluded); on (B)(6) 2011: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new events psych injury, migration, bladder disorder, urinary tract disorder were added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device/ migration of essure device location of device: uterus') and device dislocation ('migration') in a 41-year-old female patient who had essure (batch no. 651391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included narcolepsy since 2016 and stroke since 2006. Concomitant products included acetylsalicylic acid (aspirin low), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall), esomeprazole from (B)(6) 2015 to (B)(6) 2015, fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), naproxen sodium (aleve), nsaids, paracetamol (acetaminophen), topiramate (topamax) and tramadol from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 14 days before insertion of essure. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("anxious/ mental anguish") and depression ("depressed/ depression"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), the first episode of hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), the second episode of hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection (vaginal)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (underwent a hysterectomy with salpingectomies,oophorectomy (one side removal of intercourse),d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had not resolved, the device dislocation, menstrual disorder, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, the last episode of hypersensitivity, dyspareunia, cystitis, urinary tract infection, vaginal infection, dysmenorrhoea, nausea, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: migration of the right essure device; on (B)(6) 2010: results: unilateral occlusion (right tube occluded); on (B)(6) 2011: results: essure device was successfully occluded. Lot number: 651391 manufacturing date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent a hysterectomy with salpingectomies). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation had not resolved and the genital haemorrhage, hypersensitivity, menstrual disorder, alopecia, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, genital haemorrhage, hypersensitivity and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded; on an unknown date: migration of the right essure device. Most recent follow-up information incorporated above includes: on 14-nov-2017: summons received: reporters were added. Events heavy bleeding, abdominal pain, hair loss, depressed and anxious is added. Essure insertion date was updated as (B)(6) 2009. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4)to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device / migration of essure device location of device: uterus') and device dislocation ('migration') in a 41-year-old female patient who had essure (batch no: 651391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included narcolepsy since 2016 and stroke since 2006. Concomitant products included acetylsalicylic acid (aspirin low), amfetamine aspartate; amfetamine sulfate;dexamfetamine saccharate; dexamfetamine sulfate (adderall), esomeprazole from on (B)(6) 2015, fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), naproxen sodium (aleve), nsaids, paracetamol (acetaminophen), topiramate (topamax) and tramadol from on (B)(6) 2015. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 14 days before insertion of essure. On (B)(6) 2009, the patient had essure inserted. On (B)(6)2010, the patient experienced anxiety ("anxious / mental anguish") and depression ("depressed / depression"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection (vaginal)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (underwent a hysterectomy with salpingectomies,oophorectomy (one side removal of intercourse), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had not resolved, the device dislocation, menstrual disorder, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, nausea, psychological trauma and urinary tract disorder outcome was unknown and the genital haemorrhage, cystitis, urinary tract infection, vaginal infection and bladder disorder had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, nausea, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2009 discrepancy noted. Patient received treatment for pain, bleeding, bladder / urinary problems, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: unilateralocclusion (right tube occluded), migration of the right essure device; on (B)(6) 2011: results: essure device was successfully occluded. Lot number: 651391, manufacturing date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device/ migration of essure device location of device: uterus') and device dislocation ('migration') in a 41-year-old female patient who had essure (batch no. 651391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included narcolepsy since 2016 and stroke since 2006. Concomitant products included acetylsalicylic acid (aspirin low), amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), esomeprazole from (B)(6) 2015 to (B)(6) 2015, fluoxetine hydrochloride (prozac), medroxyprogesterone acetate (depo provera), naproxen sodium (aleve), nsaids, paracetamol (acetaminophen), topiramate (topamax) and tramadol from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), 14 days before insertion of essure. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("anxious/ mental anguish") and depression ("depressed/ depression"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection (vaginal)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (underwent a hysterectomy with salpingectomies,oophorectomy (one side removal of intercourse), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion had not resolved, the device dislocation, menstrual disorder, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea, nausea, psychological trauma and urinary tract disorder outcome was unknown and the genital haemorrhage, cystitis, urinary tract infection, vaginal infection and bladder disorder had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, nausea, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy noted. Patient received treatment for pain, bleeding, bladder/urinary problems, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: unilateralocclusion (right tube occluded), migration of the right essure device; on (B)(6) 2011: results: essure device was successfully occluded. Lot number: 651391 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, cystitis, bladder disorder, vaginal infection, uti, hypersensitivity were updated as recovered/resolved. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no: 651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). In october 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), the first episode of hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the second episode of hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder)"), urinary tract infection ("infection urinary tract") and vaginal infection ("infection (vaginal)"). The patient underwent a hysterectomy with salpingectomies and essure was removed on (B)(6) 2016. At the time of the report, the device dislocation had not resolved and the genital haemorrhage, menstrual disorder, alopecia, anxiety, depression, vaginal haemorrhage, menorrhagia, the last episode of hypersensitivity, dyspareunia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateralocclusion (right tube occluded); on (B)(6)2011: essure device was successfully occluded; on an unknown date: migration of the right essure device. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs and medical record received: lot number, reporter information, patient details, product information, concomitant, lab data and events: abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction, dyspareunia (painful sexual intercourse) and bladder/urinary tract/vaginal) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy with salpingectomies). Essure was removed. At the time of the report, the device dislocation had not resolved and the hypersensitivity and menstrual disorder outcome was unknown. The reporter considered device dislocation, hypersensitivity and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.